Manufacturer narrative:
The reported lot number, 1ml5080502, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
It was reported that a boston scientific device was implanted.according to the complainant, as a result of the implantation, the patient experienced vaginal erosion, recurrent urinary tract/bladder infections, mesh erosion, bladder perforations, incontinence and abdominal and pelvic pain.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.